Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported via the manufacturer&#62688;representative (rep) that they charged their implantable neurostimulator (ins) a couple of weeks ago before he went in the hospital for some cancer related matter. The patient tried to recharge a few days ago and had full telemetry for seven hours, but the ins wouldn't charge. The rep. Was going to meet with the patient to perform diagnostic testing and troubleshooting, but the patient has cancelled several appointments and it was unknown when he would reschedule. The rep. Further reported in august that they attempted to meet with the patient three times, but each time the patient or their wife cancelled at the last minute. The patient had a full explant performed on (B)(6), and the explanted product was disposed of. No troubleshooting or diagnostic testing was done prior to explant since the patient cancelled their appointments to perform a physician mode recharge or do any device troubleshooting. The only potential cause or factors leading to the issue that the rep. Was aware of was noncompliance. It was unknown if the patient experienced any symptoms or what the patient's outcome was after the explant.